Event description:
It was reported that the patient experienced symptoms related to pump pocket positioning, underwent a pocket revision and subsequently experienced respiratory arrest and further pocket position issues. The pump pocket was originally located in the patient's lower back. In 2007, the pump "broke loose" and started moving and "hitting his spine." The patient then experienced "sciatic nerve pain down to his foot" and "could not walk or move around." The pump device/pump pocket was then located/moved to the abdomen. Following the revision procedure, the patient went into respiratory arrest and was "placed in a coma for 2 days." It was unclear what specifically lead to the respiratory arrest. With the new pump pocket position in the abdomen, the patient felt that the pump was "now pushing against his internal organs and against his lungs, making it hard to breathe when he bends over." As of the report date, the patient was experiencing pain and bruising at the pump pocket site. It was noted that the patient also took oral oxycodone. The medication in the pump was morphine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the pump was providing pain relief for the patient. The patient was experiencing ¿terrible pain¿ if the pump touched against anything.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter.